Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level reached 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours on the hip/buttocks. The patient stated that their bg levels started to rise so they administered 7 unit of insulin which did not work so they administered another 5 units of insulin. The patient removed the pod due to her bg levels continuing to rise. Upon removal of the pod., it was noted that the cannula was bent. Hyperglycemia treated with a pen correction.